Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. No damage was noted to the supplies in use during the occlusion alarm, but the customer believed the infusion tubing may have been "pinched". Reportedly, the customer did not realize occlusion alarms were occurring as the pump alarm volume setting was on low volume. Due to the occlusion alarms, the customer experienced a blood glucose (bg) level of 454mg/dl and diabetic ketoacidosis leading to an emergency room (ER) visit and a subsequent hospitalization. Manual injections were administered to address the bg level prior to the emergency room visit. While in the hospital, the customer received treatment in the form of intravenously delivered insulin, fluids and potassium; no treatment was received while in the emergency room. The customer was released from the hospital the same day as they were admitted.